Event description:
Consumer called to state that she had heat patch on stomach, which became stuck and she had to seek medical attention to have it removed. She also indicated that this resulted in a third degree burn on her stomach.

Manufacturer narrative:
Consumer indicated she would return the product, however, has not been received as of the date of the report. Will continue to monitor.